Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was done with two proglide devices using the pre-close technique via a 25f sheath prior to a mitraclip interventional procedure. Reportedly, the day after the procedure, the patient was taken to the operating room due to a femoral vein occlusion. The occlusion was treated surgically. It was thought that the occlusion was related to the proglide devices. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to procedure circumstance. The reported patient effect of occlusion is known as an inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.